Manufacturer narrative:
The tracer pointer probe was returned to medtronic for analysis. Analysis was able to duplicate the reported issue. It was found that the returned pointer would not track when connected to a known good system. A check of the em interface showed that coils #1 and #2 were dead, and that only coil #3 was functioning. Please reference MDR 1723170-2018-05428 for the stealthstation s7 system involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. It was reported the tracer probe stopped tracking intraoperatively. The tracer probe was reportedly damaged. The site had successfully registered the patient, then began moving the patient¿s head to begin surgery. The medtronic representative (rep) on site noticed movement in the patient reference frame while the site was moving the patient¿s head. The rep had the site check accuracy, and they were no longer accurate. The site switched patient trackers and began doing another registration. While registering the second time, the tracer probe was not tracking. The port on the axiem box was green; the rep moved the emitter and could not get the probe to track. The tracer probe was replaced, and the new probe successfully tracked. The site was able to register and continue the case. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.